Event description:
In 2003 a quantity two of the 00-904-24 (williams zurich mandibular device, with detachable plates) were implanted. Pt was kept intubated over night after initial surgery, which caused discomfort, choking and dry heaving. Six days later x-rays confirmed that one of the distractors had separated (left side). Pt underwent surgery the following day. During second surgery it was found that the device had not broken, but the footplate had detached from the distractor. The same footplate was reattached on the distractor, was reassembled and left in the pt. No further action was necessary by the dr.